Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30366480) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, while a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30366480) was being deployed, the embolic coil was reportedly stretched into the aneurysm. After this phenomenon, it was safety retracted into the microcatheter and was replaced with another coil. The procedure was successfully completed without any reported delay. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. This MDR submission also includes a correction to the complaint device manufacture date. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, while a 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / 30366480) was being deployed, the embolic coil was reportedly stretched into the aneurysm. After this phenomenon, it was safety retracted into the microcatheter and was replaced with another coil. The procedure was successfully completed without any reported delay. There was no report of any patient adverse event or complication. On 16-aug-2022, additional information was received. The information indicated that the procedure was an aneurysm coil embolization procedure targeting a 4mm saccular shaped aneurysm. Neck modeling was not used; the concomitant microcatheter used was an excelsior® sl-10® microcatheter (stryker); continuous flush had been maintained through the microcatheter. There was no difficulty positioning the coil in the target site, no difficulty getting the coil to conform to the aneurysm wall. The coil had not been withdrawn and repositioned. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. The information also indicated that prior to the complaint coil, other coils did go through the same microcatheter without resistance, however, the quantity of coils was not specified. There were no kinks on the microcatheter that may have contributed to the event. The reported issue occurred during the advancement of the coil into the aneurysm. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e. Was the coil used like a guidewire to reposition the microcatheter). There was a one-to-one relationship between the coil and the delivery tube verified with fluoro prior to repositioning. Coil entanglement with previously placed coil was not suspected to contribute to the reported issue. No additional intervention was required. The coil was successfully removed; no additional damages were noted on the device. The coil was reportedly not detached when it was removed. There was no blood flow restriction / reduction as a result of the reported issue. The reported issue did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the embolic coil was entangled with the rest of the device. The embolic coil component was inspected under a microscope. Under magnification, it was observed to be severely stretched but it still remained attached to the resistance heating (rh) coil. The introducer was observed in a kinked condition. The kinking of the introducer was not originally reported in the complaint and it is not suspected to be a contributing factor to the coil stretching, the exact time when this condition occurred could not be determined. Based on the condition in which the coil was found, the issue documented in the complaint that the coil became stretched was confirmed. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. The stretched condition reported in the complaint may have not been as severe as observed on the returned device since the current condition of the coil suggests excessive manipulation / force applied to the device, and the complaint documented that there was no resistance between the guidewire and the microcatheter when the target site was being accessed. The quantity of coils that went through the same microcatheter prior to the complaint coil, and the product information associated with those coils is unknown and though coil entanglement with previously placed coils was not suspected to contribute to the reported issue, coil entanglement remains the most likely cause of the coil stretching since such condition would have prevented the coil from advancing through the microcatheter and therefore, coil positioning. However, there may have been other factors not described in this complaint, such as patient anatomy, that may have contributed to the coil stretching. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30366480) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. In the 3500a initial report was submitted to the FDA on 08-aug-2022, the device manufacture date was incorrectly documented as 2/25/2022. This 3500a supplemental report #3 contains the corrected device manufacture date. Section h4: device manufacture date was corrected from 2/25/2020 to 2/27/2020.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-aug-2022. [Additional information]: on 16-aug-2022, additional information was received. The information indicated that the procedure was an aneurysm coil embolization procedure targeting a 4mm saccular shaped aneurysm. Neck modeling was not used; the concomitant microcatheter used was an excelsior® sl-10® microcatheter (stryker); continuous flush had been maintained through the microcatheter. There was no difficulty positioning the coil in the target site, no difficulty getting the coil to conform to the aneurysm wall. The coil had not been withdrawn and repositioned. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. The information also indicated that prior to the complaint coil, other coils did go through the same microcatheter without resistance, however, the quantity of coils was not specified. There were no kinks on the microcatheter that may have contributed to the event. The reported issue occurred during the advancement of the coil into the aneurysm. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e. Was the coil used like a guidewire to reposition the microcatheter). There was a one-to-one relationship between the coil and the delivery tube verified with fluoro prior to repositioning. Coil entanglement with previously placed coil was not suspected to contribute to the reported issue. No additional intervention was required. The coil was successfully removed; no additional damages were noted on the device. The coil was reportedly not detached when it was removed. There was no blood flow restriction / reduction as a result of the reported issue. The reported issue did not result in any clinically significant delay in the procedure. E.1: initial reporter phone:(B)(6). Updated sections: b.4, e.1, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.